Event description:
(B)(6) 2026 (B)(4) (rep, hcp): information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was receiving morphine via an implantable pump for unknown indication. It was reported that the patient was at the eri (elective replacement indicator) for pump. The physician reported completing dye study prior to procedure at unknown date and being unable to aspirate catheter then. It was unknown whether any environmental, external, patient factors contributed to the issue. The physician tried again in the operating room (or) and was unsuccessful thus the old catheter tied off and the new catheter placed. The issue was resolved at the time of the report. The healthcare provider (hcp) had no further information to the manufacture.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2006 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 30-mar-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.